Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported there was a particle described as "half a grain of rice" floating in a 1 ml bd luer-lok¿ disposable syringe found during use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
One photo was received by bd canaan and evaluated. The photo depicts a zoomed in portion of a 1ml syringe reported to be from batch #5001576 (p/n 309628). The photo is out of focus which makes evaluation difficult. The syringe appears to be filled with liquid and numerous bubbles are apparently visible in the liquid. Among the bubbles there is an unidentified piece of fm possible floating in the liquid. Based on the information provided the determination of the fm and its potential source/root cause is not possible. DHR review for batch 5001576 (p/n 309628): manufacturing date: 01/05/2015 to 01/08/2015. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 5001576 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Based on the sample evaluation: confirmed: bd canaan was able to confirm the customer's indicated failure. Investigation conclusion: based on the information provided the determination of the fm and its potential source/root cause is not possible.